Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Device history records were not available for review.

Event description:
During follow-up, oversensing was noted on the right ventricular (rv) lead. The physician suspected insulation damage, although it was not confirmed. Diagnostic imaging was performed and revealed no anomalies. The event was resolved by capping and replacing the rv lead. The patient was in stable condition.